Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage and blank display. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack on the side of the up and down arrow buttons and there are 2 cracks by the reservoir compartment by the reservoir window. Customer stated there is 1 big crack where the battery goes and there is a part that is missing. Customer was advised that the device would be replaced.

Manufacturer narrative:
The pump passed the displacement, self test, off no power test, rewind and basic occlusion tests. The pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. Unable to perform the occlusion or excessive no delivery alarm tests due to the prime/fill anomaly. The pump was monitored and no blank display was noted. All operating currents are within specification. The pump passed the self test. No unexpected low battery or off no power alarms were noted. No isolation tape damage was noted on the lcd board. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked display window, a cracked case, broken battery tube threads, a cracked reservoir tube, cracked reservoir tube window, a stained end cap and debris under the display window.